Event description:
The customer called technical support (ts) reporting that the device has check vent o2 supply pressure sensor range error, oxygen not available alarm. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup before patient use and the device was switched out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended repair per the manual for the 110e air flow sensor calibration data error message. Also, perform the flow sensor zero calibration, replace the flow sensor assembly, and replace the da pcba. Customer requesting onsite repair. Further information is pending.

Manufacturer narrative:
After the customer evaluated the device, it was observed that the oxygen adapter to the high-pressure hose was somewhat loose. It was tightened, rechecked and there were no other alarms. It has since been used successfully without issue.